Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. Troubleshooting was performed. The customer¿s blood glucose reading from the reported event was 128 mg/dl while their sensor glucose reading was unknown. The customer¿s current blood glucose level was 134 mg/dl. The customer stated that insulin delivery was suspended due to a low sensor glucose of 60 mg/dl. The suspend on low limit in the sensor setting was 60 mg/dl. The product will not be returned for analysis.